Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the user connected the connecting tube to scope after connecting it to reprocessor; therefore, the user may have felt that it was difficult to connect the tube. The event can be prevented by following the instructions for use (IFU) which state: "chapter 6 reprocessing operations 6.6 loading of endoscopes and accessories -connection of the connecting tubes of first endoscope the instruction below is compiled assuming the loading of standard-type gastroenterological endoscopes using standard-set of connecting tubes maj-2110, maj-2111, maj-2112, and maj-2113." Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the endoscope reprocessor had intermittent difficulties with connection to the connecting tube 2. The issue was found during reprocessing. There were no reports of patient harm.

Manufacturer narrative:
The device was not returned to olympus for evaluation as the field service engineer (fse) serviced the device on site. The fse was able to connect and disconnect the scopes using the maj-2110 connecting tube. The fse found he had success easier when the connector was not connected to the oer-elite reprocessor and was free as he attached to scopes. An rr observation for scope transport, cleaning, and storage was completed by fse. Staff were observed completing manual scope cleaning, transport, and storage. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.